Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Anemia and bleeding are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The heartware system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient had gastrointestinal (gi) bleeding. The patient was admitted to the hospital on (B)(6) 2015 10:57 after presenting to vad clinic follow-up visit with a hemoglobin/hematocrit (h/h) 6.6 gm/dl/21.5% and international normalized ratio (inr) 2.13. The patient was subsequently transfused with two units of red packed blood cells (prbcs) on (B)(6) 2015 and 2 units on (B)(6) 2015. The patient's iron level was low: 31 mcg/dl (normal low 49 mcg/dl). The source of bleed was believed to be diverticular based on previous endoscopic testing. The patient was discharged home on (B)(6) 2015 22:05 with an h/h 9.6 gm/dl/30.4%. The site deemed the event as related to patient condition and anticoagulation, and unrelated to the lvad procedure and device. The event was not considered resolved. No further information was provided.